Event description:
The customer obtained false low ckmb results on a quality control sample. Results of 1.68 and 1.39 ng/ml were obtained versus a target value of 3.50 ng/ml. There was no report of patient harm as a result of this event.